Manufacturer narrative:
Information was provided by key market that the device and event log displayed a 1105 error code for alarm led failed. The issue does not meet the definition of a reportable complaint, as failure of the alarm led is not likely to cause or contribute to a death/permanent impairment/serious injury. Therefore, this report is being redacted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarm appearing on the display, however, the details were not specified regarding the alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Onsite service was requested. A philips service engineer (se) evaluated the device and reported that the device had failed, and that there was a check vent error. The se noted that it was necessary to change the membrane keyboard. Investigation is ongoing